Event description:
The customer reported there was a leak in the control body, kinks in the connecting tube, low brightness, and the air/water valve was sticking in the cylinder. There was no patient or user injury reported due to the issues. The subject device was returned to an olympus service center for evaluation. During the inspection and testing of the returned device, service found there was foreign material in the forceps elevator, the inside of the light guide (lg) lens was dirty, and the distal end cover (c-cover) was cracked. This report is being submitted for the malfunctions found by service during the device evaluation (foreign material, dirt inside lg lens, and cracked c-cover).

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 14 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely the foreign material in the forceps elevator was due to inappropriate reprocessing at the facility. It is likely that a gap was created in the adhesive part of the lg lens adhesive due to physical stress, which allowed dirt to enter the lens. It is likely the crack in the distal end cover was due to physical stress. However, definitive root causes of the issues could not be determined. The event can be detected by following the instructions for use (IFU) which states: ¿inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." The events can be prevented by following the IFU which states: "·manual cleaning - brush the forceps elevator ·brush the elevator wire and the forceps elevator recess ·flushing the elevator wire channel and the forceps elevator recess ·soaking the endoscope and all reprocessing equipment in detergent solution ·removing detergent solution from all channels" the device's IFU provides the following warning: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ during inspection and testing, service also found the scope connector was deformed, resulting in a leak. The elevator channel plug was loose, resulting in a leak. The nozzle was dirty. A gap was observed in the adhesive rubber in the bending section. The connecting tube had a wrinkle and was dented. Due to wear of the angle wires, the bending angulation was out of specification and there was play in the up/down and right/left knobs. Due to damage to the light guide bundle, illumination was uneven and poor. The distal end cover had a dent. Per the legal manufacturer, these other issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.